Event description:
Note: this MFR report pertains to the second of five devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-02964 for a description of the other device. It was reported to boston scientific corporation that a nasobiliary catheter with jagwire was used during a procedure performed in 2005 (patient gender, age, and weight are unknown). According to the complainant, the cannula was inserted into endoscope. Then the guidewire was inserted along with the cannula without any resistance. After several attempts of inserting and removing, the tungsten coating tore and fell near the mammary papilla. The remaining tungsten was passed into the intestines and defecated. The procedure was completed with another of the same type of device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The customer complaint is confirmed. The pebax coating had detached from the corewire. Upon close visual examination, it was noticed that 3cm of the pebax are severed starting at .5cm from the tip. The pebax at the proximal side of the tip is ripped and 1cm of it is missing. The returned fragment measures 1cm thus been consistent with what it missing from the distal tip of the unit. The condition of the pebax (severed and broken) suggests that unit may have been in contact with a sharp object or a metal cannula. The several times the unit was inserted and removed during the procedure as stated on the complaint description. The iuf states: "do not use with metal-tip catheters. Withdrawing the guidewire through a metal tip catheter may damage the surface of guidewire". Device history record has been reviewed and found to meet all requirements.